Manufacturer narrative:
Analysis of the leads found that the lead with serial number (B)(4) was found to have the #1 conductor broken 18.2 centimeters from the distal end. The lead with serial number (B)(4) was found to have the braid wire broken 20.5 centimeters from the distal end. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section 'concomitant' information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Analysis results were not available as of the date of this report. A follow-up will be submitted when analysis is complete. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Approximate date. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 04-dec-2021, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 20-jun-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. The patient felt stimulation turning on and off. When they did feel stimulation it was on their side and no longer in their areas of pain. There was also a lump on their back around the area of the leads. It was reported that the patient fell last week but was experiencing these symptoms prior to the fall. They interrogated the battery and found that all electrodes were over 10000 and out of normal range. Physician then used fluoroscopy to look at the leads and discovered they were fractured. A lead replacement surgery was planned but not yet scheduled. It was noted that the issues started in (B)(6) 2018. No further complications were reported.